Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on(B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. It was reported that the patient experienced a skin reaction with burning, redness, inflammation, blisters, pustules, and infection extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. The patient went to the doctor's office on (B)(6)2024 because of a skin reaction, the doctor prescribed unspecified oral medication and topical medication. At the time of the report the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.